Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: hypoglycemia (low blood glucose). Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The mother reported that the patient was hospitalized for unexplained hypoglycemia. Treatment provided at the hospital included an IV and injections. No changes were made to the patient's insulin doses. The mother also stated that, at first, the doctors thought it was a virus but now they "find that placing a pod on her thigh causes the insulin delivery to be very delayed" because hypoglycemia always occurred on the same site. The pod was worn on the leg for longer than 48 hours. No further information regarding the event, blood glucose levels, or device was provided.

Manufacturer narrative:
The mother originally reported that the patient was given dextrose via IV and injections to bring her blood glucose levels up, this went on for an hour or two. She was kept in the hospital for one week. No exact date or blood glucose levels were provided. On (B)(6) 2017, the mother reported there was no actual diagnosis provided at the hospital. Treatment included an IV drip and insulin injections. The patient did have the dextrose through the IV for 1 or 2 hours and the sugar IV was provided for a day. No other illnesses or medical issues were experienced. Some changes (unknown) were made to the patient's insulin doses. Pdm settings have also been changed, not initially but when they went to see the doctor at a later time.